Manufacturer narrative:
A distributor engineer contacted the customer over-the-phone to address the reported event. During troubleshooting, the distributor engineer verified the substrate level and instructed the customer to perform a substrate prime and a daily check. Quality controls were performed with acceptable results. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 17-mar-2018 through aware date (B)(4) 2019. There were no similar complaints found during the searched period. The aia-360 operator's manual under section 7.2 list of flags states the following: dl flag indicates the following: the substrate dispensing amount is less than the specified amount or the lamp intensity of the fluorescence detector is low. If the dl flag is attached, replace the substrate and repeat assay. If the dl flag appears again, contact the service department. Detector over range (do) flag indicates the following: calculation failed due to specimen concentration exceeding detector unit detection range. To resolve the issue, dilute the specimen and reschedule assay operation. The most probable cause of the reported event was the substrate needed to be primed to remove air from the lines.

Event description:
A customer reported to the distributor that they were experiencing a detector low (dl) and detector over range (do) flags on the aia-360 instrument. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta human chorionic gonadotropin (bhcg), progesterone (prog), creatine kinase mb (ck-mb) and troponin (ctnl2) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.